Manufacturer narrative:
A galil medical trained fse visited and serviced the system. The fse found the argon leak coming from the argon burst disk. The fse replaced the burst disk, two dryer manifold check valves, and the argon regulator. Functional testing was conducted on the system and the system met all specifications. The components were sent to galil for investigation. Upon visual inspection, no external damage noted. The burst disk assembly was inspected without disassembly and no breaks were observed. The assembly was pressurized and at 1800 psi it started to leak. The leak was observed to be coming from the threaded area of the burst disk assembly. The was observed to have become loosened as, when torqued below the specification, the cap displayed motion. The argon regulator that was returned was also inspected and tested to for output pressure. The input pressure was set to approximately 4000 psi, the output was at 3520 psi, a normal and expected reading. The regulator was monitored for 10 minutes and no regulator creep noted. Leak was determined to be due to the burst disk assembly not being at the proper torque value. The customer complaint of an argon leak confirmed.

Event description:
During a renal procedure, the physician observed a strong argon leakage coming for inside the system and the pressure at the cylinder dropped at a rate of 3bars/second. The procedure was aborted upon opening the system, the local fse observed that the leakage was coming form the disk burst.

Event description:
During a renal procedure, the physician observed a strong argon leakage coming for inside the system and the pressure at the cylinder dropped at a rate of 3bars/second. The procedure was aborted upon opening the system, the local fse observed that the leakage was coming form the disk burst.